Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during an ipg revision procedure, fluoroscopy confirmed migration of both leads. The physician intended to revise the leads but was unable to locate both anchors; therefore, the existing leads were tunneled to the new pocket. Therapy was restored post op.